Manufacturer narrative:
(B)(4). D10: medical products: item#: 110030777, +3mm lateral offset 40mm diameter glenosphere; lot#: 64492558. Item#: 110032410, comp aug mini bsplt w tpr sm; lot#: 64362990. Item#: 115397, comp rvs cntrl 6.5x35mm st/rst; lot#: 268500. Item#: 180554, comp lk scr 3.5hex 4.75x35 st; lot#: 628420. Item#: 180552, comp lk scr 3.5hex 4.75x25 st; lot#: 461960. Item#: 00434901613, 16mm ã¿ 130mm length humeral stem; lot#: 64290746. Item#: 118000, 25mm versa-dial taper adaptor; lot#: 806300. Item#: 00434903912, 12mm humeral stem spacer; lot#: 64566827. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty approximately six (6) years and one (1) month ago. The patient has had a history of multiple shoulder revisions surgeries. Subsequently, the patient underwent a revision surgery approximately six (6) months ago due to implant dislocation. During the revision surgery the surgeon discovered that the screws were fractured and metallosis. There were no signs of infection, although the surgeon performed infection workup.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided. Visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical were provided and reviewed by a health care professional. Review of the available records identified the following: recurrent dislocations discovered the three screws holding baseplate had broken. First stage revision: patient presented with instability, baseplate loosening, and screw breakage. Infectious workup negative. Minimal anterior soft tissues and thin deltoid noted. Humeral implant dislocating with tug test. Paper thin proximal cortical humeral bone. Gross motion of the baseplate and glenosphere observed. Able to remove broken screws centrally, superiorly, and inferiorly from the baseplate ¿these were completely broken and sheared off from their tips.¿. ¿the tips of the screws were not visible, so to limit further bone loss, I felt that these were not retrievable.¿. Cultures obtained; however, no gross sign of infection noted. Metallosis tissue removed with a femoral canal brush. Depuy prostalac spacer and stimulan beads placed. No intraop complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.